Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was stated that the customer passed away while wearing the insulin pump. It was stated that the customer was complaining of abdominal pain prior to her death. Troubleshooting revealed two no delivery alarms in the alarm history of the insulin pump. The cause of death was unk at the time of the call.